Manufacturer narrative:
A partial lead with the distal tip was returned in two segments for analysis. Internal insulation abrasions were noted at 7.6-8.0cm, 12.8-13.7cm, and 34.9-36.7cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 18.3-18.6cm and 19.1-19.2cm from the distal tip. The etfe coating was intact at these locations. External and internal insulation abrasion was noted at 14.8-16.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 14.9-16.7cm from the distal tip. The inner coil was exposed at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented in the clinic for normal follow-up, externalized conductors were observed. Electrical noise was noted. The lead was capped and replaced. The patient condition was fine after the procedure.